Manufacturer narrative:
No complaint was received with the return of the device; failure event observed during analysis. A partial connector portion of the lead measuring 10.1 cm returned for analysis. Insulation degradation was noted from 4.5 cm from the connector pin. The portion of the lead returned was otherwise normal.

Event description:
This report is to advise of an event observed during analysis.